Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. Visible contamination by the "l" bracket pole clamp. Primary audible alarm background test found in device event history log. Unable to down load history log (fail to save history /event data to database error). The technician performed power up, infusion and occlusion test. The reported issue was unable to be duplicated. Interconnect flex cable was connected to the main board and glue was intact on j9 connector. The root cause of the reported issues could not be determined. According to trouble shooting chart in the service manual background self-test sensed no current flowing in the primary speaker. The technician replaced speaker, power up process and all the functional tests passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the primary audible alarm background failure occurred. No patient injury was reported.